Event description:
On (B)(6) 2013 it was reported that the patient had an increase in seizures in 2005 after being implanted. It was stated that the seizure frequency had doubled. The patient later had an improvement with her seizures according to the reporter. Good faith attempts for further information from the physician were made but were unsuccessful.

Manufacturer narrative:
.